Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, bloating, urinary pain, rectal pain, fecal incontinence, and stress urinary incontinence. No further information has been provided. No further information has been provided.